Event description:
In 2020 I underwent coolscuplting at (B)(6) in (B)(6). Following the procedure, I developed a hard, immovable mass in the treated abdominal area that does not respond to diet, exercise or weight loss medication (I have been taking semaglutide for a year now). On (B)(6) 2022 I filed a medwatch report regarding the same. On (B)(6) 2022 I filed a formal complaint directly with allergen product surveillance through their contact form. In (B)(6) 2023 they responded with a closing case email on my case number (B)(4), stating they could not investigate without permission to contact my treatment provider (which has closed down). They closed my case without proper investigation, despite my documented concerns. I have photographic documentaries of the affected are. The condition has caused significant emotional and physical distress and has not improved in any way despite all efforts, including prescription weight loss medication. I believe I am suffering from pradoxical adipose hyperplasia (pah) as a direct result of my coolsculpting treatment at (B)(6) in (B)(6). I request that this matter be fully investigated.